Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014 the physician informed the gore field sales associate that the patient admitted themselves to the hospital and two clotted limb devices were observed. The physician re-open the limb using thrombokinase therapy. He re-lined the devices with gore contra lateral leg device and a medtronic device. The patient is doing well following the procedure.